Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal evolution device was returned for evaluation. No accessory components were returned with the device. Visual inspection revealed that the tamping tube was not found exposed from the hemostatic sheath. The carrier tube assembly was exposed 0.741" from the hemostatic sheath. The hub of the hemostatic sheath was properly mated with the body of the evolution device, which was in the rear lock position with the color bands fully exposed. The body of the evolution was then examined where a blood-like substance was found along the body of the device. There was a 0.060" gap between the upper and lower handle. The button was stiff indicating that the gearbox assembly was in a distal position. The upper handle was then removed exposing the gearbox. The rack was found in the proximal position with 2.96" of the rack remaining to be passed through the gearbox assembly. There was approximately four turns of suture remaining on the spool. The gearbox assembly was in the distal position. The gears appeared adequately seated within the gear plates. The rack and the secondary gear could be seen properly mated with the drive gear. Excessive blood like substance could be seen on the rack proximal to the carrier tube assembly. The gearbox was turned and excessive resistance was felt due to the dried blood like substance causing increased resistance between the rack and the carrier tube assembly. The rack was reversed and the carrier tube was removed due to excessive blood-like substance. The driver gear was then manually turned. The gearbox assembly could be turned with some stuttering of the rack as it advanced due to the dried blood like substance. The gear teeth were then examined for any damage and no damage was observed. The complaint could be confirmed for tamping issues. However, no conclusion can be drawn as to the cause of the tamping issues the user experienced during initial deployment of the device. The condition of the returned device hindered the functional testing that could be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal did not deploy correctly. It was reported that they thought that the tamping tube never extended out of the device. Blood loss was reported to be less than 250 cc. Additional information was received on 10/9/17: hemostasis was achieved by manual compression and there was no blood loss. There was no medical or surgical intervention required and the patient was stable. The procedure outcome failed but the patient did not require additional intervention besides manual pressure.